Event description:
The patient reported skin irritation which caused superficial erosion of the device. However, the device did not erode through the skin and there was no infection present. An explant procedure was performed on (B)(6) 2024 and the patient is fine.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, improperly closing the surgical site, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting, bending, or stretching have been ruled out. However, the patient may have picked at the incision site which may have contributed to the reported issue. The stimulator is used to treat pain. The cause of the irritation and superficial erosion is due to patient non-compliance (touching or picking at wound) as the patient may have picked at the incision site (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.